Event description:
It was reported that a balloon rupture occurred. The 100% stenosed lesion being treated was located in the severely calcified and moderately tortuous left anterior descending artery. The physician attempted to cross the lesion with both a 1.2x8mm encore balloon and a non-bsc balloon, however neither were able to cross the lesion. Then ablation was performed with 1.50mm. Rota burr and predilation was performed with 2.5mm non-bsc balloon. An opticross intravascular ultrasound (ivus) catheter was used for imaging. A 3.0x28mm non-bsc stent was deployed in the target lesion. The physician then advanced a nc 3.0x15mm quantum apex balloon for postdilation. Upon the second inflation at 14atms, the balloon ruptured. The device was successfully removed and exchanged for a 3.0mm non-bsc balloon. The procedure was completed with post-ivus using an opticross catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).